Manufacturer narrative:
Investigation evaluation: the complaint device was not returned for an evaluation and no photograph or imaging was provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, specifications, and trends. The device history record was reviewed; there were no non-conformances related to the reported failure mode. A review of complaints revealed this is 1 of 5 complaints associated with the complaint device lot number 8449661 for the issue of inflation/deflation difficulties. Since this complaint is related to the same issue, the appropriate product and quality managers have been alerted. A review of relevant manufacturing documents was conducted. The device is inspected visually and functionally for leaking and inflation during manufacturing and no notable gaps in production or processing controls were noted. The cause of the reported issue could not be established. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
(B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, the cook silicone balloon hysterosalpingography injection catheter was working well during a hysterosalpingogram procedure. Once the diagnosis on patient was completed, the doctor tried to deflate the balloon prior to removal, but discovered that the balloon would not deflate. They managed to partially deflate the balloon with a small volume retrieved by the syringe, allowing them to remove the device from the patient. Additional information has been requested regarding the patient. At the time of this report, no further information has been provided. No adverse events have been reported as a result of the alleged malfunction.